Manufacturer narrative:
(B)(4). A review of the service history revealed no previous service events that would cause or contribute to the reported event. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the hospitalization/hernia surgery. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for umbilical hernia repair surgery. The patient had been diagnosed with the hernia approximately three months before the surgery and it was not a preexisting condition. The patient was released from the hospital and recovered from the hernia. The patient discontinued pd therapy and started hemodialysis temporarily for approximately two weeks. The patient will resume dianeal therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.